Event description:
It was reported that this valve was explanted after five years and five months implant duration due to severe aortic stenosis and regurgitation. Heavy calcification was present on one of the leaflets at explant.